Manufacturer narrative:
Structural valve deterioration. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance found related to this event. Although the root cause cannot be confirmed, the aortic insufficiency was most likely due to the reported structural deterioration of the prosthetic valve. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 9 years due to aortic insufficiency, secondary to structural valve deterioration. Per the op report, echocardiogram and cardiac catheterization showed severe aortic insufficiency, an ejection fraction of 30% to 40%, and total occlusion of the right coronary artery. The corresponding non-coronary cusp of the porcine valve was torn and grossly incompetent. The valve was replaced with another edwards bioprosthetic valve, and the patient was noted to have tolerated the procedure well, without any complications.